Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded codes 1004 and 1007 for a short circuit condition during shock delivery (low out-of-range shock impedance less than 12.5 ohms) and inability of capacitors to charge within 45 seconds respectively. The device is also suspected to exhibit signs of premature battery depletion. Immediate device replacement was recommended by boston scientific technical services (ts). It was also noted that a lead kink could be visualized on x-ray, however no further details regarding the lead are available. The patient was admitted to the hospital while awaiting revision. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). This device was expected for return but has yet to be received. This report will be updated should the device be returned for analysis or additional information received.

Event description:
Additional information was received indicating the device was explanted and will be returned for analysis. No further information is available at this time.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.